Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Alarms were unable to be cleared. Customer¿s blood glucose was 89 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.